Manufacturer narrative:
Affected product is anticipated to be returned. A follow up will be submitted once the product is returned and investigation has been completed.

Event description:
Dr. (B)(6) was using our option elite ivc filter. (B)(6) informed me that something came loose and the filter did not deploy. The filter is stuck in the sheath.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After third notification, the sample was not returned for evaluation, additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed. The complaint was closed. No corrective actions required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Dr. (B)(6) was using our option elite ivc filter. (B)(6) informed me that something came loose and the filter did not deploy. The filter is stuck in the sheath.